Event description:
A cleaning brush was used with a pentax colonoscope and while brushing the channel with the first step, the brush bent and broke inside the scope. It was discovered the brush was broken off when removing the long sheath and to go in and retrieve the broken off end. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
There were no dcb-dv-50 devices of lot number c729827 in stock at the time of the complaint investigation. A 1 x dcb-dv-50 of lot number c729827 was returned for evaluation. It was not returned in the original package and was open on receipt. Only the brush head was returned. The brush broke during cleaning of a pentax colonoscope. The customer complaint was confirmed as the broken brush head was returned. It is possible that excessive force may have been applied. However, this cannot be conclusively determined as we were unable to replicate the conditions of use in the laboratory. Prior to distribution all dcb-dv-50 brushes are subjected to inspection to ensure device integrity. A review of the manufacturing records for dcb-dv-50 device of lot number c729827 revealed no discrepancies related to this complaint issue. The disposable endoscopic cleaning brush is intended for cleaning the accessory channels of endoscopes. The device is supplied non sterile and is intended for single use only. No corrective action warranted at this time. There was no pt contact. The 2 year complaint history has been reviewed and the likelihood of this occurrence is low. Complaints of this nature will continue to be monitored for potential emerging trends.